Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent a partial removal of mesh on (B)(6) 2004. It was reported that the patient underwent a removal of additional mesh (B)(6) 2004. It was reported that the patient underwent a removal of additional mesh (B)(6) 2005. It was reported that the patient underwent a removal of residual mesh segment at the vaginal apex on the left side on (B)(6) 2011 concurrently with left segmental colectomy, removal of presacral staples, cystoscopy with bilateral ureteral stent placements and open exploratory laparotomy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, paravaginal repair, open laparoscopy and abdominal sacral culdopexy due to vaginal vault prolapse after hysterectomy, cystourethrocele, and sui.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.